Manufacturer narrative:
Explant status of the device is unknown at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture on the left side. The device status is unknown at this time.

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
A healthcare professional reported rupture on the left side. Later explanting physician reported capsular contracture, baker grade ii. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. ¿ stress mark observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A healthcare professional reported rupture on the left side. Later explanting physician reported capsular contracture, baker grade ii. The device has been explanted and replaced with non-allergan device.